Event description:
It was reported that patient presented remotely via merlin.net. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed post-paced t-wave oversensing. No changes were reported and the patient was stable.